Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. The home patient (hp) stated that it was her fault that she pressed go before connecting to the hc. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, home patient (hp) had a system error 2240 (air in the cassette). The technical service representative (tsr) explained the alarms and the hp stated she pressed go and was not connected. The hp then connected trying to restart therapy after receiving the system error 2240 alarm. The tsr explained to discard all the supplies the hp would finish the night's therapy manually. Global product surveillance contacted hp on (B)(6) 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. The hp stated that it was her fault that she pressed go before connecting to the hc. There was no patient injury or medical intervention reported.